Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and frozen screen. Customer's blood glucose level was unknown. Customer states that numbers are not ramping on their own and scroll bar was not moving with no input. It was also stated that the all the keys are not responding. The customer reported that they pressed home button in middle for screen to come up and take 3-4 times to go through and the same for when bolusing and not every time I use the pump but 4 times out of 5 and a couple of instances where screen froze completely. Trouble shooting was performed for the issue and buttons are responding now. The device will not be returned for analysis.